Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown g3 nail. The nail was classified as primary product by the customer. An investigation and review of the manufacturing and inspection documents (DHR) were not possible because the nail is still implanted and product details (catalog number / lot code) were not provided. Based on the given information the gamma3 nail was implanted for 4 years prior to the patient¿s accident (¿¿the patient was fall.¿) that led to the secondary trauma at the distal femur. There is no information that the nail broke or got damaged; the fact that it is still implanted indicates that it is still functional. Also the implantation time indicates that the bone was healed prior to the secondary fracture. It is further reported that the femur broke in the distal region and was treated with a plate and screws. This indicates that the bone broke at an area below the distal nail end; otherwise a treatment with plate and screws could not have been possible with an implanted nail. Therefore it can be excluded that the nail did contribute to the secondary fracture; the bone fractured due to the accident. The case is attributed to the patient. In case additional relevant information will be provided, the case will be re-evaluated if applicable. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device was not returned.

Event description:
It was reported that on (B)(6) 2010, the patient underwent the surgery with the g3 nail. After 4 years, the patient fell and the surgeon confirmed by x-ray, that he found secondary fracture on distal femoral. Therefore, the patient underwent the revision surgery by plate and screws. This case was acquired from journal of japanese society for fracture repair on (B)(6) 2015.